Manufacturer narrative:
E1 establishment name: (B)(6). Added here due to character limitation in respective field. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the deflectable videoscope exhibited scope communication error. The event occurred during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The following fields were updated: d8, h3, h6. Based on historical data, possible causes include component damage or degradation, environmental issues such as dust, dirt, humidity, ambient light, optical issues, compatibility issues, thermal issues, and electrical issues like signal loss or circuit breakage. The most probable cause of this complaint is anticipated or random component failure, not a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.